Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (40-80 mg/dl). Customer alleged that control iq software did not suspend insulin delivery when the customer's bg was low. Tandem technical support reviewed pump data and verified the control iq software functioned as intended. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care provider.